Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted in a patient whose health was failing. A statement from the patient's daughter indicates the device may be responsible for her father's declining health. A statement from the patient's physician indicates that this device is functioning appropriately, and that all parameters are within acceptable ranges. There was no evidence to suggest a malfunction that may have contributed to the patient's failing health. The available information suggests this device remained in service without reported malfunction. Should any additional information related to this event become available, this event will be updated. Additional information became available that the patient's daughter stated an emergency battery replacement procedure was done five years ago. The patient's health continued to fail, and four months later this patient passed away for an unspecified reason. The patient's daughter reported this device was replaced with a non boston scientific device, however this could not be confirmed.

Event description:
[Additional information became available in 2011 that the patient's daughter stated an emergency battery replacement procedure was done five years ago. The patient's health continued to fail, and four years later (2009) this patient passed away for an unspecified reason.] Boston scientific received information that this device was returned in (B)(4) 2013. A save-to-disk was performed and the disk was delivered to technical services for review. The battery status was 'good' associated with a capacitor reformation (8.4 seconds) occurring in (B)(6) 2013 (post-explant). A review of data from (B)(6) 2009 identified normal lead diagnostic measurements (8.1 mv rv intrinsic amplitude, 530 ohm rv pacing impedance, 48 ohm rv high voltage, 0.8 volt at 0.4 second rv pacing threshold). There was another rv pacing threshold measurement (3.0 volt at 0.4 ms) that was recorded on the same day. The bradycardia and tachycardia counters included numbers that most likely were posted after device explant since the device was not programmed off post-mortem. There was one episode stored on the reported date of death ((B)(6) 2009). There were no stored electrograms available; however, the r-r interval detail showed that the intervals began with a combination of vrr pacing at 600-620 ms and vs beats at 458-598 ms (likely atrial fibrillation (af) with rapid ventricular response). There was an immediate decrease in cycle length to 335 ms with a range of 140-370 ms. A ventricular fibrillation (vf) episode was declared followed by delivery of 31 joule shock. The intervals appeared to return to af with rvr again. The episode was declared over after 39 seconds. The recorded charge time and shock impedance were within normal limits. It was difficult to ascertain if the r-r intervals occuring after (B)(6) 2009 were physiologic as the episodes occurred after the reported death of this patient. Technical services concluded that the device performed normally as programmed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.